Event description:
It was reported that the insulin pump had an absence of no delivery alarm and that the customer was hospitalized due to lack of insulin delivery on (B)(6) 2012. The customer's blood glucose was 33.0 mmol/l. The caller stated that the customer experienced sickness and vomiting. The customer's most recent blood glucose was 7.5 mmol/l. The customer was treated with an intravenous drip of insulin and was admitted overnight. The caller reported that the customer had a presence of high ketones and had been wearing the insulin pump at the time of admission. The customer was advised that a tubing clamp would be sent in order to complete the troubleshoot procedure via high pressure test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.